Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated and had experienced a charge circuit time out and was approaching elective replacement indicator (eri). The right ventricular (rv) lead could not be interrogated due to a malfunction of the lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).